Manufacturer narrative:
Our field service engineer performed investigation and confirmed that the air filter was leaking. The air filter was replaced. The ventilator then passed pre-use check and was cleared for clinical use. No parts were returned for investigation. The air filter is located between the compressor and the ventilator. A leaking air filter causes insufficient air supply to the ventilator and alarms for low air supply pressure and high o2 concentration are generated. The root cause of the leaking air filter has not been determined.

Event description:
It was reported that the air filter that is connected between the ventilator and the air compressor was leaking. Patient involvement is unknown. Manufacturer's ref #: (B)(4).